Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/18/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: battery compartment cracks were observed; no evidence of moisture ingress was observed. The battery cap was able to secure properly to the pump. No power issues were experienced during investigation. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. The bolus button cover was damaged; the bolus button was appropriately responsive.